Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On 12/19/2025, it was reported that the patient experienced altered mental status and electrolyte disturbances. The blood glucose was 700 mg/dl. The patient was admitted to the ICU and was diagnosed with dka. The patient was treated with insulin drip and fluids. The patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced altered mental status and electrolyte disturbances. The blood glucose was 700 mg/dl. The patient was admitted to the ICU and was diagnosed with dka. The patient was treated with insulin drip and fluids. The patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
B5 describe event or problem - correction h2 correction

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced altered mental status and electrolyte disturbances. The blood glucose was 700 mg/dl. The patient was admitted to the ICU and was diagnosed with dka. The patient was treated with insulin drip and fluids. The patient was discharged on (B)(6) 2025. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.